Event description:
It was reported that a thrombotic event occurred which required intervention. It was further reported that the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of death. Estimated date of occurrence. Estimated date of implant. There was no reported product deficiency. The reported death and thrombosis are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.